Event description:
The customer called to report that her insulin pump was lost. The insulin pump was then found and it will be returned for safety reasons. The customer had a low blood glucose reading of 50 mg/dl and it had been treated. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no audio tone due to a faulty component on the interface board.